Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap and the metal cap are detached at the uv glue zone; the glass cap and the metal cap are not returned; there is signs of melting of the outer flow tubing at the fracture location. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 20 minutes of use, the "fiber tip broken." The procedure was completed with the first fiber. There were "no injuries to the patient" reported. "No other details were available".